Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic legal received information from the attorney of the family on february 28 2025, medtronic received notice of a device/product legal hold notification containing 4 individual claimants. It was reported to medtronic minimed that the customer experienced hyperglycemia and received calibration not accepted alert. Also customer experienced diabetic ketoacids with blood glucose value of 1026 mg/dl. Claimants also believed that pump was not functioning correctly, and followed up with the endocrinologists to asses the pump during the hospitalization and suspected that his sensor was not functioning properly. The customer reported hyperglycemia, diabetic ketoacidosis treated with IV insulin drip (intravenous insulin infusion), hospitalization for 2 to 7 days. Customer reported symptoms of nausea, vomiting and abdominal pain due to hyperglycemia treated with hospitalization. No troubleshooting was identified. The event involved product(s) mmt-332a, mmt-7020a, mmt-1780kpk, unomedical. It was unknown whether the customer had been using the insulin pump system within 48 hours of the reported event. It was unknown whether the automode feature was active at the time of reported event. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-7020a. No product return is required for mmt-1780kpk. No product return is required for unomedical.